Event description:
A fiberoptic light is used to harden the filling in the tooth but within a year the fillings fall out. Pt is aware of other problems with other pts. Pt is concerned that people and insurance are paying a lot of money for these repeated fillings.